Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the distal end of the left anterior descending artery. A 2.75x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion after several attempts. Upon withdrawal of the device, the physician found that the stent struts were lifted . The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the distal end of the left anterior descending artery. A 2.75x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion after several attempts. Upon withdrawal of the device, the physician found that the stent struts were lifted . The procedure was completed with different device. No patient complications were reported and the patient's status was stable.